Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the freestyle libre sensor. The caregiver reported the customer self-treated based on unspecified low readings, and subsequently experienced the symptoms of dry mouth and blurred vision. The customer had contact with a healthcare professional. A reading of 20.8 mmol.l (374.4 mg/dl) was obtained on a healthcare meter, compared to a sensor scan reading of 4.2 mmol/l (75.6 mg/dl). The customer was treated with insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caregiver reported a low reading issue with the freestyle libre sensor. The caregiver reported the customer self-treated based on unspecified low readings, and subsequently experienced the symptoms of dry mouth and blurred vision. The customer had contact with a healthcare professional. A reading of 20.8 mmol.l (374.4 mg/dl) was obtained on a healthcare meter, compared to a sensor scan reading of 4.2 mmol/l (75.6 mg/dl). The customer was treated with insulin. There was no report of death or permanent injury associated with this event.